Event description:
It was alleged that while loading a stretcher into the ambulance with a patient the loading arms were elevating to raise the stretcher from ground level when the stretcher slipped and dropped about 20 cm. It was alleged that a medic felt immediate pain in their back and neck as the stretcher dropping pulled them downward when it dropped. Further information has not been provided.

Manufacturer narrative:
No further information was obtained on the pain the emt experienced.

Event description:
It was alleged that while loading a stretcher into the ambulance with a patient. The loading arms were elevating to raise the stretcher from ground level when the stretcher slipped and dropped about 20 cm. It was alleged that a medic felt immediate pain in their back and neck as the stretcher dropping pulled them downward when it dropped.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was alleged that while loading a stretcher into the ambulance with a patient. The loading arms were elevating to raise the stretcher from ground level when the stretcher slipped and dropped about 20 cm. It was alleged that a medic felt immediate pain in their back and neck as the stretcher dropping pulled them downward when it dropped.